Event description:
It was reported that a cartridge alarm occurred (alarm 16) when a bolus was requested. Customer's blood glucose level was 297 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.